Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40mg/dl to 600 mg/dl. Reportedly, customer's basal rates needed to be adjusted. Elevated bg was addressed via a manual injection, and the low bg was addressed by suspending insulin delivery. The customer was instructed to consult with healthcare provider regarding pump settings adjustments.